Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on cgm. Low bg cause was not known. Customer's boyfriend administered carbohydrates to address bg. It was also reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was unknown. Customer gave a bolus through the pump, a manual injection and changed infusion set and cartridge to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.